Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: year 1949. Initial reporter facility name: (B)(6).

Event description:
It was reported that in-stent occlusion occurred. The patient underwent treatment with the eluvia stent on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in the distal superficial femoral artery (sfa) of the right leg. It had a 5mm reference vessel diameter proximally and distally, and a total length of 70mm visually estimated. The target lesion was 100% occluded and crossed through true lumen. Pre-dilatation was performed using one balloon. Afterwards, one eluvia stent 6x100mm was implanted. Post-dilatation was performed using one balloon, and 0% residual stenosis remained. No thrombus was seen at the end of procedure. On (B)(6) 2019, an in-stent occlusion of the right sfa was observed. An angiography without revascularization was performed. The event was reported as resolved with sequelae on (B)(6) 2019.

Event description:
It was reported that in-stent occlusion occurred. The patient underwent treatment with the eluvia stent on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in the distal superficial femoral artery (sfa) of the right leg. It had a 5mm reference vessel diameter proximally and distally, and a total length of 70mm visually estimated. The target lesion was 100% occluded and crossed through true lumen. Pre-dilatation was performed using one balloon. Afterwards, one eluvia stent 6x100mm was implanted. Post-dilatation was performed using one balloon, and 0% residual stenosis remained. No thrombus was seen at the end of procedure. On (B)(6) 2019, an in-stent occlusion of the right sfa was observed. An angiography without revascularization was performed. The event was reported as resolved with sequelae on (B)(6) 2019. Additional information further reported that the nature of the occlusion was restenosis.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: year 1949. Initial reporter facility name: (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: year 1949. Initial reporter facility name: (B)(6).

Event description:
It was reported that in-stent occlusion occurred. The patient underwent treatment with the eluvia stent on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in the distal superficial femoral artery (sfa) of the right leg. It had a 5mm reference vessel diameter proximally and distally, and a total length of 70mm visually estimated. The target lesion was 100% occluded and crossed through true lumen. Pre-dilatation was performed using one balloon. Afterwards, one eluvia stent 6x100mm was implanted. Post-dilatation was performed using one balloon, and 0% residual stenosis remained. No thrombus was seen at the end of procedure. On (B)(6) 2019, an in-stent occlusion of the right sfa was observed. An angiography without revascularization was performed. The event was reported as resolved with sequelae on (B)(6) 2019. Additional information further reported that the nature of the occlusion was restenosis. It was further clarified that the event was ongoing.